Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed. Unable to confirm motor position encoder error alarm due to overwritten history file.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error and motor position encoder error. The customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting but the issue was not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.